Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent deformation). Caused by another device (stent compression was caused by the force used to deliver the post-dilation balloon). None (device not received for evaluation).

Event description:
The physician was using a resolute integrity rapid exchange (rx) drug-eluting stent for treatment of a lesion in the svg to rca in a vein graft procedure. The lesion was 90% stenosed and tortuous. The stent was successfully deployed; however; the stent was longitudinally compressed by the force used to the deliver the post dilation balloon. It is reported that the patient had to be re-stented. There was no patient injury. The device was inspected and prepped prior to use with no issues noted.